Manufacturer narrative:
In reference to the statement " 'a line a hbs versus a hbs of pre clean' was missing", it was clarified that a special wash had not been programmed on the analyzer for the anti-hbs assay.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The issue was resolved by countermeasures performed by the field service engineer and the addition of an extra wash cycle for the assay.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys anti-hbs immunoassay (anti-hbs) on a cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. The sample resulted with a (B)(6) value when first tested. Upon repeat, the result was (B)(6). No adverse events were alleged to have occurred with the patient. The anti-hbs reagent lot number and expiration date were asked for, but not provided. The field service engineer found gel on the pre-clean syringe. It was stated "a line a hbs versus a hbs of pre clean" was missing. Upon correction of this, all is ok. Clarification of this statement was requested but was not provided.